Manufacturer narrative:
(B)(4).evaluation summary: the device was returned for analysis. The reported kink was not confirmed; however, the returned device showed excessive damage and blood on the device which is consistent with being used. A conclusive cause for the reported kink and damage noted to the returned device could not be determined. Based on visual inspection of the returned device, there is no indication of a product deficiency. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that prior to use the emboshield nav6 retrieval catheter was noted to be kinked. The device was not used, there was no patient involvement. A different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed excessive damage: a tear in the distal end of the filter membrane, the filter support was broken in one section, and three tears in the retrieval catheter.